Event description:
Per the clinic, the device was explanted (specific date not reported) due to extrusion of the implant near the magnet site. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on june 02, 2022.

Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics (date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on july 12, 2022.